Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist a 29mm sapien 3 valve is failing due to unknown reasons after an implant duration of 4 years and 5 months. The patient was symptomatic with dyspnea and fatigue. The patient will need a transcarotid artery revascularization (tcar) before the viv procedure is schedule. Per echo report, the aortic valve left coronary and right coronary leaflets demonstrate restricted motion and there is possible prosthetic valve stenosis.